Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 104 mg/dl at the time of incident. The customer stated that they performed troubleshooting and tried multiple sets but the no delivery alarm was recurring. Troubleshooting did not resolve the issue. The insulin pump will replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Device received with cracked reservoir tube and minor scratches on lcd window.